Event description:
It was reported the patient's stimulation is not as effective as the trial. The patient underwent surgical intervention to reposition the lead. Follow up information identified the patient is now receiving effective stimulation, however, the patient is not receiving effective stimulation in his back but there is no further intervention panned at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.